Event description:
As of (B)(6) 2022 there is no per. There is an attachment with a hand written complaint. I did not attempt to type it out as it was challenging to read. (B)(6).

Manufacturer narrative:
Sample is unavailable for evaluation. Image and video were provided for investigation. A follow-up report will be submitted after reviewal.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Customer provided photos and video. Argon medical vp of medical affairs and complaint analyst reviewed the video. According to investigation, it appeared like a piece of plastic, possibly from the inside of the sheath was holding the legs together of the filter. Obvious conclusion could not be confirmed without the sheath to analyze. Based upon this lot number, multiple complaints were received previously related to the similar issue and the complaint was confirmed. CAPA c-2020-052, investigate root cause and corrective action of this issue.

Event description:
As of 07/07/2022, there is no per. There is an attachment with a hand written complaint. I did not attempt to type it out as it was challenging to read.